Event description:
It was reported that the patient states his carry case has white residue on it and it's wet to the touch. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.